Event description:
After firing a plc75 with a plcr75g reload during a gastrectomy procedure, the device cut but only stapled half way. Another device was used to complete the case, and the patient is doing well.

Manufacturer narrative:
The device was returned with a damaged/jammed pusher, which was caused by the reload not being seated properly in the device housing by the user. Expiration date is unk. Mfg. Date is unk. Evaluation summary: 1st reload returned fired 20% of the length of staple line. Reload has damaged pusher, which was not seated properly and was damaged by the shuttle ramp. The pusher caused the shuttle to stall and resulted in incomplete firing.